Event description:
Legal counsel for patient reported patient underwent a hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metallosis, metal toxicity, bone erosion, synovial fluid and pseudotumors. Subsequently, patient underwent a revision procedure on an unknown date. A review of post-operative medical records confirm patient underwent a revision procedure due to infection where cement spacer molds were implanted. Subsequently, patient underwent a reimplantation procedure on an unknown date where competitor components were implanted. A review of the invoice history confirmed the surgery date; however, a revision invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-06199/06202).